Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device was not returned.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2016. After the completion of the initial implant when the physician was withdrawing the delivery system there was plastic thread seen coming from the incision sight. The physician removed the plastic thread from the incision sight and did not observe any additional material in the incision sight following the procedure. The patient was stable post procedure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the sample evaluation was able to confirm the reported event. The clinical evaluation additionally found the following potential contributing factors to the reported event; small iliac artery and stenosis at the aortic bifurcation. A patient injury was not reported. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event seems to be a manufacturing deficiency. There have been no additional adverse events reported for this patient.